Manufacturer narrative:
The subject device was returned to olympus repair center for evaluation. The customer¿s reported problem was confirmed, the image disappears due to a defective charged coupled device (ccd) unit. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed via service request that the customer camera head¿s ¿image does not appear¿. The customer problem was found during an unspecified event. No death, injury or harm was reported. The camera will be returned to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the failure of the charge-coupled device (ccd) has been confirmed which was determined to have caused the video function to not operate properly causing the reported phenomenon [poor image] to occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event (b5) and the legal manufacturer¿s investigation results.

Event description:
The reported image defect (no image) occurred during a transurethral resection in saline procedure. The procedure was completed using the same equipment. No other details were provided.